Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for a chronic type b aortic dissection using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. Cxa260005 was placed to cover the primary entry tear which was located 2 cm proximal to the celiac artery (ca). A type ib endoleak was found and pla260300j was additionally placed distal to the cxa device. Then ballooning was performed with a reliant stent graft balloon catheter. When inflating the balloon, it was pushed distally by blood flow and the pla device also migrated distally. The ca was unintentionally covered by the pla device. Since blood flow from the superior mesenteric artery to the ca was observed, no additional treatment was given and a wait-and-see approach would be taken. The type ib endoleak disappeared. The patient tolerated the procedure. The reporting physician commented as follows: tri-lobe balloon should have been used instead of reliant.